Event description:
It was reported that pacemaker dependent patient was admitted to the hospital due to exit block, high pacing capture threshold, and recurrent syncope. The lead was explanted and replaced when an attempt to reposition the lead was unsuccessful.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.